Event description:
It was reported by the affiliate that during a lar procedure, the device was used about 3 cm from the anus and when the proximal tissue was brought out of the body, it was found that the staple malformed. Then it was clamped and anastomosed by sutures. The pt is hospitalized in stable condition and the stoma made. The procedure was converted to open.

Manufacturer narrative:
Date sent: 2/19/2008. Information anticipated, but unavailable at this time.